Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother called to report that the insulin pump was exposed to moisture damage. Customer's mother reported that the customer accidentally went into the pool while wearing the insulin pump. Customer's mother reported that the pump is vibrating without an alarm or an alert. Customer's mother reported that the pump's display immediately went blank after it was exposed to moisture. Customer's mother reported that there is a crack above the right hand corner of the screen of the pump. Customer's blood glucose reading was 257 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is expected to return.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Pump also had corroded motor home switch. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.